Manufacturer narrative:
The devices have not yet been returned to the MFR for eval. The exact dates of the events and the number of procedures involved are unk at this time. Add'l info has been requested. When the devices are received, a quality investigation will be performed, and a f/u report will be filed.

Event description:
It was reported that a total of 4 aseptic battery housings opened during procedures in (B)(6) 2011. The non-sterile batteries fell out of the housings, into the sterile field. Nothing fell into the surgical site. There were no allegations of adverse consequences or clinically relevant delays associated with these events.